Event description:
It was reported that an angio-seal was used without difficulty or complications post diagnostic cardiac catheterization. The pt developed a mass in the right groin that rapidly expanded. Duplex ultrasound revealed an abscess. Eight days later the angio-seal was implanted, the patient was taken to surgery where a septic femoral abscess was drained. The angio-seal was removed. The wound cultures grew mssa (methicillin-sensitive staphylococcus aureus). The pt's wound was packed and was resolving. The pt was discharged home six days later.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) caution the user to observe sterile technique at all times when using the device. The use of the device where bacterial contamination of the procedure sheath or surrounding tissues may have occurred may cause infection. Any sign of infection at the puncture site should be taken seriously and the patient monitored carefully. Surgical removal of the device should be considered whenever an access site infection is suspected. The angio-seal device instruction for use (IFU) state potential adverse reactions or conditions may be associated with one or more angio-seal device components (i.e. Collagen, synthetic absorbable suture, and/or polymer). These include allergic reaction, foreign body reaction, potentiation of infection, inflammation and edema. The angio-seal device pt's info guide, which the pt is instructed to carry with them for 90 days instructs the pt to remove the dressing after 24 hours and clean the area with mild soap and water and dry the area. The site should be covered with a band-age and changed daily or if it becomes wet, until the skin heals. The pt is also instructed to contact the physician immediately if they develop a fever, persistent tenderness in the groin or swelling, wound drainage or redness and/or warmth at the site.